Event description:
The customer reported that during testing the battery was unable to charge. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.